Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. The patient underwent left subclavian infuse powerport placement for treatment for acute lymphocytic leukemia. The port drew back easily with blood and was flushed with heparin. Nine months later, patient¿s blood culture report showed positive for staphylococcus epidermidis, and the patient developed with central line infection. Again, a month later, the patient underwent port explant procedure due to persistent bacteremia. Patient progressing well post operatively. Therefore, the investigation is confirmed for the reported bacteremia and infection issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eight months and twenty-seven days post a port placement via the left subclavian vein, the patient was allegedly developed with bacterial infection as the blood culture resulted positive for staphylococcus epidermidis. It was further reported that the patient was allegedly diagnosed with bacteremia. Reportedly, the infected port was removed. The current status of the patient is unknown.